Manufacturer narrative:
The insulin pump received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the a21 error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump received with normal operating current. Pump passed self test. Pump passed off no power test. The motor was tested outside of the device and passed. The insulin pump received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during bolus and basal. Blood glucose level at the time of the incident was not provided. The customer stated that the insulin pump was exposed to high magnetic fields. The drive support cap appears normal. Customer was able to rewind the device.the customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.